Event description:
Info received indicates, the casters are not locking into brake when in brake. The casters continue to swivel.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.